Manufacturer narrative:
(B)(4). The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the leaflet damage. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3-4. One clip was implanted, reducing mr to 1. The tricuspid valve was then treated. After the third xtr mitraclip was implanted, it was noted the anterior septal leaflet was damaged. A fourth clip was implanted to treat the damage, reducing tr from 4 to 2-3. There was no clinically significant delay in the procedure and no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A conclusive cause for the reported tissue damage cannot be determined. It should be noted that, per the instructions for use: the mitraclip system is indicated for the percutaneous reduction of significant symptomatic mitral regurgitation (mr). In this case, it cannot be determined if the off-label use contributed to the reported tissue damage. The reported patient effect of tissue damage, as listed in the mitraclip system IFU, is a known possible complication associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design, or labeling.